Event description:
It was reported the lead svc impedance has increased from 54 ohms to 152 ohms one day after a routine device replacement. The manufacturer's technical services was consulted. A review of the lead parameters suggested a possible lead fracture or intermittent lead-device connection. Further testing is planned for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.